Manufacturer narrative:
Cypher select plus is not distributed in the us; however, it is similar to the us distributed cypher product. This is one of two report submitted for the same event. Please reference MFR report #'s: 9616099-2007-01713 and -01715. Additional information will be submitted within 30 days of receipt.

Event description:
Following a percutaneous coronary intervention (pci) with two (2) cypher select stents, the patient developed cardiac tamponade and underwent emergency pericardiocentesis. This female patient, with no known cardiac history, was admitted for pci following a q-wave mi (more than seven days prior). She was currently taking aspirin and clopidogrel. Angiography revealed a long (61 mm), type c lesion in the mid right coronary artery (rca). A 6fr guiding catheter was cannulated into the ostium and an unknown ptca wire was advanced across the lesion. The lesion was predilated with a 4.0 x 15mm ptca balloon inflated to 18 atms. Two cypher select plus stents, a 3.5 x 28mm and a 3.5 x 33mm, were deployed to 18 atms in the lesion site in overlapping fashion. The stents were postdilated with a 4.0 x 15mm balloon inflated to 18 atms to fully expand the stents. There was no angiographic evidence of a dissection or vessel perforation during the procedure. Satisfactory results were achieved and there were no reports of any intra-procedural complications. Post procedure, the patient developed cardiac tamponade (clinical details unknown) and underwent emergent pericardiocentesis. The vent resolved without sequelae. At one-month follow up, the patient was home, doing well and denied any cardiac symptoms.